Event description:
It was reported that sterile breach occurred before use with 20g x 1.00in (1.1 x 25 mm) insyte autoguards. The following information was provided by the initial reporter: "defective package. Presence of 2 lots of catheters found with open or ready-to-peel packaging in all emergency bags." 2 occurrences reported.

Manufacturer narrative:
H.6. Investigation: bd received a photograph displaying both packages to be partially opened at the top of the blister packages. The reported issue was confirmed. Although it was confirmed, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR was performed and no quality issues or process deviations were found h3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7282816. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-09. Medical device lot #: 7152643. Medical device expiration date: 2020-05-31. Device manufacture date: 2017-06-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with 20g x 1.00in (1.1 x 25 mm) insyte autoguards. The following information was provided by the initial reporter, "defective package presence of 2 lots of catheters found with open or ready-to-peel packaging in all emergency bags." 2 occurrences reported.